Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an open pocket post-surgery. It was noted that the pacemaker and a lead were exposed. The system was explanted and the patient was stable.